Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The returned products were visually inspected and debris in packaging was found. The device history record was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the products when they left zimmer biomet was non-conforming. The root cause of the reported event is the operator not following instructions during the manufacturing process. A corrective action has been initiated to address this issue if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -04147.

Event description:
It was reported that the incoming inspection team member found debris in the sterile package. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.